Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 425 mg/dl. The customer stated that it did lost sensor with new sensor and found blood all over sensor. Customer was advised that we would replaced sensor and transmitter.

Manufacturer narrative:
The pump passed functional testing. No led anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.